Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient¿s blood glucose reached 260 mg/dl while wearing the pod for about 1.5 days on the hip/buttocks. The patient reported that the site was painful and then they saw that the needle did not retract form the cannula.

Manufacturer narrative:
Device received with the hard cannula visible through the exposed portion of the soft cannula. The device was opened and it was found that the formed needle was not seated in the slide retract, preventing it from retracting into the device after deployment. Excess plastic noted on the horizontal inlet of the slide retract.